Event description:
It was reported that the pump exhibited an alarm, and the button did not respond when pressed. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown. D4, UDI and g5: unavailable. One device was received for evaluation. Visual inspection revealed the device had no physical damage. Review of the event history log showed an occurrence of a "no disposable alarm" and a repeated "power on/off." Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).